Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experimented a delay in shock therapy delivery. This was resolved by reprogramming this lead to a different polarity vector. No adverse patient effects were reported. This rv lead remains in service. Due to limited information provided, additional details were not available.

Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.